Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Additional information received from the field representative indicates that the patient had a hematoma in the pocket and was put on antibiotics before the extraction procedure. No additional adverse patient effects were reported.